Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was malignant pain. It was reported that the manufacturer's patient services specialist (pss) assisted the patient in closing myptm app and resetting bluetooth and location, and reviewed 90% telemetry considerations. The patient reopened myptm app on their own and mentioned seeing 'not found' but communicator was not on. The patient then mentioned seeing 'no device found' and mentioned they've had to press 'retry' multiple times but was able to connect again well with just a telemetry delay at 90%.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.